Manufacturer narrative:
(B)(4). A customer contacted baxter for the reported problem of issues with 10.4 software when programming (staff unhappy that they are not able to override the weight/fill volume issue - machine not flexible). The patient usually had a fill volume of 2.6 l for the past two years with no problems. The patient lost weight and the machine would not allow the fill volume of 2.6 l. Review of the activity information revealed the old weight and not the patient's current weight was used to perform therapy. Product surveillance requested a review of the current labeling. The current labeling was found to be sufficient. Based on available information, the assignable cause for the reported issue was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that during programming, they were having issues with the version 10.4 software. The customer reported that the patient had lost weight and the machine would not allow the use of the fill volume. There was no patient involvement as this was before therapy during programming. There was no patient injury or medical intervention reported.